Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Return expected, not yet received.

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2016. During the procedure, the impactor fractured and a piece was removed from the patient. The procedure was completed without delay.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of indentations, burrs, impact marks and cushion pad missing. However, a conclusive root cause of the event could not be determined. Corrective action has been initiated to address the reported issue. There are warnings in the package insert that state that this type of event can occur: under preparation for decontamination, "only disassemble the instruments where intended, and in accordance with any assembly/disassembly instructions provided. Where appropriate, use the specific tools identified."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.